Event description:
The user facility reported that pt was placed on cooling protocol utilizing the (B)(4) sub-zero blanketrol ii device. The auto mode was used and the pt set point was set to 33 degree c. The unit cooled the pt to a reading of 30 degree c; the unit did not try to cool pt, dropping pt temperature even further. The unit was removed and the blanketrol iii was utilized without further incident. The user facility stated that there was no adverse event to the pt. The device was evaluated by the user facility after the reported event, and the facility stated that after approximately 6 hours of running, the device replicated the failure. Upon return to csz manufacturing facility, the unit was tested to performance specifications over a period of several days but would not replicate the reported event. The unit passed all performance checks. Csz has requested and is awaiting the user facility's testing results and methods for further review.